Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), device dislocation ('malposition of essure device; migration of device'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and neoplasm malignant ('cancer') in a 24-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, headache, polycystic kidney, pneumonia, asthma, migraine, cystitis, respiratory infection, flank pain, depression and bipolar disorder. Concomitant products included heparin, lisinopril, paracetamol (acetaminophen) and salbutamol (albuterol hfa). In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia (seriousness criterion medically significant) and alopecia ("hair loss"), 1 year 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), blood loss anaemia (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), urinary tract disorder ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), cystitis ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), urinary tract infection ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine cervical pain ("cervical pain") and was found to have hormone level abnormal ("hormonal changes"), neoplasm malignant (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablations). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia, dysmenorrhoea, dyspareunia, back pain, blood loss anaemia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased, female sexual dysfunction and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood loss anaemia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: 1 coil remaining on the left side and 2 coils remaining on the right side in the uterine cornua. Date of insertion: (B)(6) 2006 (discrepancy noted). Current weight 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events migration, cervical pain, & female dysfunction were added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, headache, polycystic kidney, pneumonia, asthma, migraine, cystitis, respiratory infection and flank pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). The patient was treated with surgery (endometrial ablations). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: 1 coil remaining on the left side and 2 coils remaining on the right side in the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical compliant we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, headache, polycystic kidney, pneumonia, asthma, migraine, cystitis, respiratory infection and flank pain. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia (seriousness criterion medically significant), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), blood loss anaemia (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), urinary tract disorder ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), cystitis ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), urinary tract infection ("bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes"), neoplasm malignant (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablations). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia, dysmenorrhoea, dyspareunia, back pain, blood loss anaemia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: 1 coil remaining on the left side and 2 coils remaining on the right side in the uterine cornua. Date of insertion: (B)(6)2006 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Imaging procedure - on (B)(6)2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), anemia ,dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, psych injury, bladder/urinary problems : bladder probs. ,urinary probs., bladder infect., uti, fatigue, dental probs. ,hormonal changes, headaches, nausea, nuero condit/prob, cancer, weight loss". Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, headache, polycystic kidney, pneumonia, asthma, migraine, cystitis, respiratory infection and flank pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). The patient was treated with surgery (endometrial ablations). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: 1 coil remaining on the left side and 2 coils remaining on the right side in the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, laboratory data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia and hair loss added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.